Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six months after a cryo ablation procedure, a computed tomography (CT) was performed and it was noted that the patient had stenosis to the&#773;ft inferior pulmonary vein (lipv). The patient had no symptoms. No further patient complications have been reported as a result of this event.